Manufacturer narrative:
A field service engineer (fse) was dispatched and replaced the wash assembly and fittings. No further complaint was filed as of (B)(4) 2011.

Event description:
A customer contacted beckman coulter inc. (Bci) and reported a problem with cap piercer leaking into sample tube caps along with modular chemistries (mc) probe obstruction detection (obd). No injury was reported on this issue.